Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The device associated with this report was not returned, however provided photograph of the reported device confirms the reported event. A complaint database search on the provided product code family did not identify similar reports. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
A tiny black button in circle shape located top right of the tibial tray (B)(4) which indicates the size in color coding, reported to be broken and fell out from its original position. Half of the button is found and other half is missing. Hospital has no clue whether the missing half is left inside a patient during surgery so there have a couple questions as below: will it causes any potential harm to patient, in case it was left in patient during surgery? What materials are used to make that button? Is it radiolucent?